Event description:
During an atrial flutter procedure, after the patient was prepped, it was noted that the ensite x amplifier did not start properly causing a delay. It took 1 hour and 30 minutes to turn on the amplifier, and boot to a solid green light. The patient was discharged.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of a boot up issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.